Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the device history log confirmed that the pump alarmed for a system error 322. The system error was not able to be reproduced during testing. Further eval determined the cause to be excessive leakage current of the input/output printed circuit board (I/o pcb). The failed I/o pcb has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for an unk system error when delivering at a rate greater than 25ml/hr. It was also reported that there was no patient involvement.